Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was intended to be used to treat a lesion in the proximal left anterior descending artery (lad). There was no damage noted to the device packaging and no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. It is reported that the stent failed to cross the lesion and when removed from the patient it was noted to be deformed with a stent strut sticking up. No patient injury is reported.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 16th and 17th distal stent wraps with struts raised. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.